Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported by counsel that claimant underwent right tha on (B)(6) 2009 and was implanted with a lfit anatomic v40 femoral head and accolade tmzf hip stem. He was revised on (B)(6) 2024, due to alleged femoral head dissociation.

Manufacturer narrative:
Reported event an event involving an accolade stem regarding disassociation was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of (B)(4). And CAPA pr 1319376. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by counsel that claimant underwent right tha on (B)(6) 2009, and was implanted with a lfit anatomic v40 femoral head and accolade tmzf hip stem. He was revised on (B)(6) 2024, due to alleged femoral head dissociation.